Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son experienced high blood glucose. The customer¿s blood glucose level was 531 mg/dl. The customer¿s current blood glucose is 580 mg/dl. The customer did not experience any symptom as a result of high blood glucose. Troubleshooting was performed for high blood glucose. Advised customer to reach out the emergency room. The insulin pump will not be returned for analysis.